Event description:
The regional application manager received an email from the customer stating they had discrepant tina-quant hemoglobin a1c gen.2 (hba1c) results for several patient samples. The customer repeated their entire run. Of the 58 samples repeated, 9 were found to have erroneous results. Corrected reports were issued for all 9. One of the users said the techs told him there was some liquid in the instrument. He found a cup overflowing somewhere behind the probes and cleaned it out. He did not place a service call at the time because the controls were within range. All repeat tests were performed on the cobas integra 800 with serial number (B)(4). For patient 1, the initial result was 7.7% and the repeat result was 5.6%. For patient 2, the initial result was 10.6% and the repeat result was 5.6%. For patient 3, the initial result was 10.8% and the repeat result was 6.8%. For patient 4, the initial result was 12.9% and the repeat result was 8.6%. For patient 5, the initial result was 10.1% and the repeat result was 5.5%. For patient 6, the initial result was 18.4% and the repeat result was 7.4%. For patient 7, the initial result was 7.2% and the repeat result was 5.4%. For patient 8, the initial result was 8.8% and the repeat result was 5.7%. For patient 9, the initial result was 8.4% and the repeat result was 5.9%. The customer does not know if any patients were treated based on the original reported results and will not have access to that information. The hba1c reagent lot number was 65072001 and the expiration date was 04/30/2013. The field service representative was unable to find a cause for the issue. He performed a check test, workstation accuracy test, rotor and light barrier test, cuvette reproducibility test, and throughput flow check, with all tests passing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.